Manufacturer narrative:
Updated. No patient information provided by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number could not be confirmed.

Event description:
The customer reported a touch screen failure, e/c 3153. There was no patient involvement.